Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of op notes which indicated a small non-displaced fracture proximal to lesser trochanter was found during procedure, and it was repaired with luque wire. X-ray images showed alignment and good positioning of the implants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a hip spacer revision surgery, the surgeon observed the patient had sustained a non-displaced fracture proximal to the lesser trochanter. A wire was placed around the femur, and a new spacer was placed. Attempts were made to obtain additional information; however, none was available.